Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-11243. It was reported the pt experiences burning and overstimulation while recharging the ipg. The pt will undergo surgical intervention on a later date. A replacement charging system was sent to the pt. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.